Event description:
It was reported that the patient stated that four weeks after the revision surgery of his inflatable penile prosthesis (ipp), he is in extreme pain and discomfort. He feels that the pump placement is prohibitive to him walking, standing, and sitting. A medical appointment has been scheduled to address the experienced. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.